Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 16-mar-2028, UDI#: (B)(4), h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, it was observed that the valve was positioned too high relative to the target implant depth. Subsequently, the valve was recaptured. Upon the second deployment attempt, the valve was successfully placed. Over night, the patient was transported to the operating room due to a suspected aortic dissection. The valve was explanted, the patient's aorta was repaired, and a surgical aortic valve was implanted.